Event description:
It was reported the pt had turned the scs system off on (B)(6) 2009 due to unrelated medical issues, and had not used or recharged the ipg since that time. It was reported the ipg would not communicate with external devices for some time, and the pt wanted the ipg to be replaced. F/u identified the pt met with the physician, and it was planned for the scs system to be removed and for an MRI to be performed at a later date.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.